Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device initially showed one year battery remaining, then hit elective replacement indicator (eri) after a couple of days. Boston scientific technical services (ts) discussed the increased atrial output. This device was explanted. No additional adverse patient effects were reported.